Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a paramount mini balloon expandable stent to treat a 14mm moderately calcified plaque lesion with stenosis greater than 50% in the proximal renal artery. The artery had moderate tortuosity and a 5 mm diameter. The device was prepped as per the IFU with no issues identified. The procedure used a non-medtronic sheath and guidewire. The lesion was predilated. No embolic protection was used. The pressure applied to the device was described as 1013kpa. There was no resistance encountered advancing the device and the device did not pass through a previously deployed stent. No excessive force was used. The stent released at the opening of the renal artery, and after the release, the stent dislodged and implanted in a non target area. No attempt was made to remove the stent. A 5 x 18, unknown make or model, stent was implanted at the lesion. The patient was treated with calcium channel blockers. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the paramount mini balloon-expandable peripheral stent system was received for evaluation. No ancillary de vices or cine images from the procedure were received. The paramount mini dilatation catheter was received in a post-inflated state, not tightly wrapped or winged. If information is provided in the future, a supplemental report will be issued.